Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently would get hot to touch. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.